Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. The photo showed the blue clamp on the arterial extension line and the red clamp on the venous extension line. Visual inspection of the actual sample could not be completed as the sample was not returned. A device history record review was performed with no evidence to suggest a manufacturing related cause. The product drawing was reviewed as part of this investigation. The drawing showed that the blue clamp should be provided on the venous line and the red clamp should be provided on the arterial line. This is the opposite of the customer provided photo. The customer complaint that the clamps on the catheter extension line were mixed was confirmed through the customer provided photo. The red clamp was placed on the arterial extension line while the blue clamp was placed on the venous extension line. According to the product drawing , this is the opposite of the specification. A device history review was completed with no relevant findings. Therefore, the root cause of this investigation is manufacturing assembly related and a nonconformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that inversion of the colors of the arterial and venous lines with risk of confusion between the 2 lines. The arterial line (as written on the line of the catheter) has a blue connector therefore venous and the venous line (as written on the line of the catheter) has a red connector therefore arterial. The device remains in the patient with no date scheduled for removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inversion of the colors of the arterial and venous lines with risk of confusion between the 2 lines. The arterial line (as written on the line of the catheter) has a blue connector therefore venous and the venous line (as written on the line of the catheter) has a red connector therefore arterial. The device remains in the patient with no date scheduled for removal.